Event description:
It was reported that one of the patients leads had migrated. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a revision procedure wherein the leads were repositioned and remain implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7083062.